Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro c 503 analytical unit for patient samples and qc material. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The repeat results were believed correct and the reported results were amended. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer checked multiple parts of the analyzer and no issues were found. He ran ise checks, ise hardware checks, qc, and patient comparisons that were acceptable. The customer performed cleaning using a wash rack and no further issues were reported. The investigation did not identify a product problem. The cause of the event could not be determined.